Event description:
It was reported that this patient's device was explanted in 2006 due to a skin flap infection with "purulent" discharge. The patient was reimplanted.

Manufacturer narrative:
This is the final report.